Event description:
Two onyx trucor coronary drug eluting stents (trcr25030x <(>&<)> trcr22508x) were attempted to be used to treat a very angled lesion. There were issues noted when removing the trcr25030x device from the hoop/tray. Both devices were inspected with issues noted. Negative prep was not performed on either device. The trcr25030x device was not kinked and re-straightened during use. It was initially reported that stent deformation occurred and deformation was noted after opening the device in vitro. It was later reported that stent deformation occurred in vivo when attempting to implant the devices. It was detailed that the stents degraded when they were attempted to be passed in the angled vessel. It was also reported that the trcr25030x device detached, cracked or fractured during removal of the device from the protective packaging. No patient injury reported.

Manufacturer narrative:
Five images were provided for review. The first image was of the device label with the device placed on top. The lot number 0011324270 and the device details on the label match what was reported in the complaint file. The remaining images were of the dstal section of the device. There appeared to be deformation evident to the stent wrap with struts raised. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: device decontaminated with cidex-opa. Kinks were evident on the hypotube. The stent was positioned on the balloon between the marker bands. As per, specifications. Misalignment was evident to the mid stent wraps with struts raised. A kink was evident to the inner member at the point of stent misalignment. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was in the proximal-mid circumflex artery with 80% stenosis and important vessel tortuosity. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion, the stent could advance just half the length of the stent from the ostial circumflex artery. Mild to moderate force was used. It was later stated that the device did not detach, when the device was retrieved and checked, two struts of the stent were damaged at the level of the maximum bending. No detachment occurred inside the patient. The patient was discharged without any complaints. Patient age, weight and gender provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.